Event description:
It was reported that during a gastroplasty procedure, the device did not fire and did not lock. The reload was changed but the problem happened again. It was used with another stapler which worked properly there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). The analysis showed that the 6tb45 device was received with the articulation mechanism damaged. The device was received with one blue and one cartridge reloads present. The cartridges were received partially fired and with the spring lockout normal. The device was tested for functionality on the three articulated positions and it fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.